Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing detached at the quick release. The site location was in the buttocks and the pump was located on a belt clip on the left side. There was no unusual activity that led up to the event. The infusion had been in use for 2 days. The infusions were stored in the wardrobe at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.